Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 500 mg/dl due to an allergic reaction to steroids. The customer reported dosing their blood glucose with insulin every hour, but the high blood glucose was recurring. The customer reported the insulin pump was functioning and declined to troubleshoot. Customer reported their blood glucose returned to normal once the steroids left their system. The insulin pump will not be returned for analysis.